Event description:
Device report from (B)(6) reports the following: two applicator handles for the transforaminal posterior atraumatic lumbar (tpal) spacer broke during the same surgery. There was reportedly no patient harm. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was performed. The outer shaft was observed as having loose parts. The root cause is unclear as to how this occurred. The product shall be sent to the manufacturing site for additional evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation of the subject device was performed. The subject device, applicator outer shaft, part# 03.812.001 for manufacturing investigation was received. A slide (sub-component 60082770) from the applicator outer shaft has come loose. The loose part was supplied. Article has traces of use (dents and scratches). All relevant and significant characteristics like dimensions were checked and additionally functional tests were performed. All checked characteristics are within the specifications and the subject device passed all functional tests. A reason why the slide (sub-component 60082770) has come loose could not found. The complaint condition was confirmed however, a root cause could not be identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.